Event description:
It was reported that during a laparoscopy gyn procedure, the device was inserted into the pt and would not fire on the second firing and the staples fell out of the cartridge and into the pt. The staples were removed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/30/2008. Eval summary: the analysis showed that the device was received in good visual condition and with a two reloads present. Reload a was received partially fired and with no damage to the lock out spring, however reload b was received partially fired and with the reload lock out spring damaged. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started. Interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more info. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.